Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator was alarming for circuit disconnection. The patient was hospitalized, and the patient died due to respiratory failure. The patient required to be cardiopulmonary resuscitation was performed by a physician. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.